Event description:
It was reported that during a ptca procedure, the shaft of the catheter broke during removal after inflation. The entire system was removed. Pt went to surgery for bypass. The pt died several hours after surgery. Based on the info provided by the user to date, it is unclear how the catheter performance related to the incident. The cause of death is under investigation and a supplemental report will be filed when the investigation is completed.

Event description:
It was subsequently reported that the pt was in the cath lab for an elective procedure and was extremely ill. The pt's condition did not improve post intervention and continued to deteriorate. Later that evening (exact timing not revealed) the pt was taken to or for bypass surgery. The pt's condition continued to deteriorate. The pt was never removed from the bypass equipment and subsequently expired.